Event description:
The dentist reported the bur fell out of the handpiece while in use in a patient's mouth. Two handpieces were returned because the doctor is unsure of which handpiece contributed to the event. There was no report of injury to the patient.